Manufacturer narrative:
Event date: the issue was identified during an unspecified date of 2023. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had a f-49 (malfunction in real time clock: abnormal rtc data) alarm. The issue was identified during testing. There was no patient involvement. No additional information is available.